Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the battery contacts were compressed, two side bails were bent and the battery drawer o-ring was missing.

Event description:
It was reported that the external pulse generator (epg) had a cracked screen. The biomedical engineer stated that it looked like the epg had been dropped, but this could not be confirmed. It was further noted the epg still functioned. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).